Event description:
(B)(6) - call came through customer service (B)(4), dealer no longer on the phone. Dealer states that the frame is cracked unsure how. No other information available.

Manufacturer narrative:
Additional information will be added as it becomes available.